Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2003 - right groin exploration, inlay composix kugel mesh placement. No obvious signs of hernia seen. On (B)(6) 2006 - office visit: note states that after recent arterial artery catheterization, pt presented with groin bleeding, residual symptoms on hernia site. Hernia recurrence noted. Mesh states as being displaced, muscle fibers in inguinal canal torn to point where mesh is near subcutaneous tissue. May have to be removed. On (B)(6) 2006 - right ilio-inguinal and genital femoral nerve blocks with steroid. On (B)(6) 2006 - right groin exploration, composix kugel mesh sharply trimmed and removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on a review of the medical records, the pt had a composix kugel mesh implanted on (B)(6) 2005. The operative report for that procedure states that no obvious hernias were seen. The inguinal canal floor was noted as showing generalized weakness, but no definite hernia could be detected. A composix kugel mesh was placed in an inlay fashion. Following that procedure, the pt underwent a cardiac catheterization with related manipulation and pressure in the area of the mesh placement. Subsequently, the pt developed residual symptoms at the hernia site. On (B)(6) 2006, a right groin exploration was performed, and the mesh was noted as having migrated and had been dissecting into the inguinal canal floor. The mesh was explanted during this procedure. Currently, it is unk whether the bard mesh may have contributed to the alleged event. The pt's cardiac catheterization in the area of the hernia repair may have contributed to the alleged migration of the mesh. With the info currently available, no conclusion can be drawn.